Event description:
It was reported that the patient began to experience pain in his right knee a few weeks after the surgery. Patient states that pain is becoming progressively worse and is now excruciating and radiates from the knee to his back. Patient complains of stiffness and immobility as he says that it is difficult for him to walk down the stairs. His knee gives out and he is unable to bend knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The patient is (B)(6). An event regarding arthrofibrosis related to a triathlon knee system was reported. The event was confirmed. The device remains implanted. Medical records received and evaluation: review of the medical records by a clinical consultant indicated "in this case of a large male patient who apparently underwent manipulation under anesthesia less than two months¿ post primary total knee arthroplasty, the likely diagnosis was arthrofibrosis. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no device specific failure modes were identified. Clinician review of the provided records indicated the likely root cause of the reported complaints to be patient factors, specifically arthrofibrosis. No device specific failure modes were identified during the investigation. The review concluded that there was no indication that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.

Event description:
It was reported that the patient began to experience pain in his right knee a few weeks after the surgery. Patient states that pain is becoming progressively worse and is now excruciating and radiates from the knee to his back. Patient complains of stiffness and immobility as he says that it is difficult for him to walk down the stairs. His knee gives out and he is unable to bend knee.